Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Promus element plus,mr,ous 2.50x16mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a break 21.4cm from the distal end of the strain relief. Multiple kinks were also noted. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
Reportable bases on device analysis completed on 04 feb 2019. It was reported that difficulty advancing occurred. The target lesion was located in the coronary artery. A 2.50x16mm promus element plus drug-eluting stent was advanced for treatment. However, it was noted that stent could not track down the lesion. The procedre was completed with a different device. No known patient complications nor serious injury were reported. However, returned device analysis revealed hypotube detached/separated. It was further reported that there was a bend in the shaft while removing the stent and the device broke outside patient's body.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Promus element plus, mr,ous 2.50x16mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a break 21.4cm from the distal end of the strain relief. Multiple kinks were also noted. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
Reportable bases on device analysis completed on 04 feb 2019. It was reported that difficulty advancing occurred. The target lesion was located in the coronary artery. A 2.50x16mm promus element plus drug-eluting stent was advanced for treatment. However, it was noted that stent could not track down the lesion. The procedure was completed with a different device. No known patient complications nor serious injury were reported. However, returned device analysis revealed hypotube detached/ separated.